Event description:
It was reported the device turned off while on a patient. However, it was not reproducible during biomed testing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found no device anomalies related to the reported device shut-off. The device passed testing, with no electrical anomalies found. The battery that was returned with the device was fully depleted, which would explain the reported shut-off problem. The lcd was found to be out of specification, but it was confirmed to have no effect on the electrical performance of the device. The upper case and side bail cover was also noted to be broken, and another side bail cover was missing.

Event description:
It was reported the device turned off while on a patient. However, it was not reproducible during biomed testing. It was also noted that the lcd was not working. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.